Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 17-apr-2024 and the leaking was at qr. The infusion set was in use for 3 days. No further information available.